Event description:
The customer reported that the monitors were flickering and the system did not x-ray. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found a bent contact pin. The system was repaired, found to be operating as intended, and released to the customer for use.